Event description:
It was reported that after surgery, there were problems to achieve effective ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, it has been clarified that the patient underwent surgery and was subsequently connected to the ventilator for postoperative respiratory support. After a period of apparently stable ventilation, difficulties in achieving effective ventilation were observed. The patient was disconnected from the ventilator, and manual ventilation was initiated. However, manual ventilation was also unsuccessful. Despite resuscitation efforts, the patient passed away. Post-mortem examination revealed multiple large blood clots obstructing the pulmonary vasculature. The cause of death was determined to be pulmonary hemorrhage. Importantly, there have been no allegations or evidence suggesting that the ventilator caused or contributed to the patient¿s death. Ventilator logs were reviewed in detail. On (B)(6) 2025 at 2:10 pm, the ventilator was initially set to pressure support (ps) mode, in which the patient initiates each breath and determines both respiratory rate and tidal volume. After approximately four hours of ps ventilation, at 6:16 pm, alarms for high end-tidal co2 (etco2) and high respiratory rate were triggered. These alarm conditions typically indicate inadequate ventilation (hypoventilation), airway obstruction, or compromised gas exchange. In response, at 8:02 pm, the ventilation mode was changed to pressure regulated volume control (prvc) mode. Prvc ventilation delivers a target tidal volume using the lowest pressure necessary, maintaining a decelerating inspiratory flow pattern and limiting inspiratory pressure to 5 cmh2o below the upper alarm limit. At 9:01 pm, alarms for high airway pressure and restricted volume delivery were generated. These events indicate that the airway pressure reached or approached the set upper limit, restricting full volume delivery. In prvc mode, this occurs when the ventilator detects high airway resistance or reduced lung compliance, both of which are consistent with mechanical obstruction or pulmonary pathology, such as massive pulmonary emboli or hemorrhagic consolidation. According to the test log, the ventilator successfully passed pre-use check before initiation of ventilation. No technical error codes are registered in the technical log during the period of use. The ventilator functioned within its designed operational parameters. In conclusion, review of the ventilator logs confirms that the device performed as intended and did not malfunction. The clinical signs and alarm patterns observed during the event are consistent with severe pulmonary compromise due to large blood clots and hemorrhage, which obstructed effective ventilation regardless of mode or settings. The patient¿s inability to be adequately ventilated was due to underlying pulmonary pathology rather than any mechanical or functional issue with the ventilator.

Event description:
Manufacturer's ref #: (B)(4).